Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels. Customer was treated through intravenous fluids and an insulin drip, and expected to be released from the hospital on (B)(6) 2015. Troubleshooting was performed and luer lock was loose.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a follow up report will be submitted.